Event description:
It was reported that there was a bump found in the foley catheter which scratched the patients urethra and had a hard pointed edge on it. Also stated that they have little pimples bulged up pointed and sharp. No medical intervention required.

Manufacturer narrative:
The reported event was confirmed as a manufacturing related. Two samples were confirmed to exhibit the reported failure. 2 orange urethral catheters were returned opened in the original package. One catheter was noted to have not used written on the package. Using a french gage the french sizes of both the catheters were confirmed to be 16 fr and both the catheters were found to have a sharp bump along the catheter shaft. The device did not meet the specifications and was influenced by the reported failure. The root cause for this failure mode was due to operator or machine error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review was not required as the reported event was confirmed as a manufacturing related. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there were bumps found on the foley catheter which scratched the patient's urethra and had hard pointed edge on it. Also stated that they have little pimples bulged up and pointed and sharp. No medical intervention required.